Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced six infusion sets tubing detachment events on (B)(6) 2025. The tubing was detached from connector. Infusion sets were used for two minutes. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 2315817, device 6 of 6. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.